Event description:
Deployed prematurely during prep, no patient harm occurred. Clinical site notified mfg rep [manufacturer representative] directly about event and coordinating return of product. Manufacturer response for vascular stent, neuroform atlas (per site reporter).